Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073645/7074223.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.